Event description:
It was reported that the sponge was sticking out of the minicap. The patient stated that they ¿might have pushed the sponge back in¿ the cap and possibly used it. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.